Manufacturer narrative:
Visual inspection of the pneumatic block revealed the presence of water. The pneumatic block assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, review of the event logs of an astral device revealed an error message (sf197) related to a stuck outlet flow sensor. There was no harm or serious injury reported as a result of the incident.